Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: a (B)(6) male experienced a fracture on the mid-shaft femur. Surgeon implanted a lc-dcp 12 hole plate on an unk date. Approx 2 months post operatively the plate was found broken at a screw hole. Pt was returned to operating room on an unk date and the hardware was removed. It is not known what the pt was revised to. Surgeon noted pt did not do any hard work and it was broken while pt was walking. This is 2 of 2 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.